Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to patient injury. Device issue: shaft separation. It was reported that during preparation of a 2.5 x 18 mm promus, it was noticed that the distal section of the shaft was broken [separated]. The patient was not involved. Another company's stent was implanted instead of the promus. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.